Event description:
It was reported by the patient that they experienced multiple unwanted shocks. The patient stated that it was "horrendous" and the shocks were "painful." The patient reported being "traumatized" and now "knows what rape feels like." The shocks started in the patient's home and continued in the ambulance and finally stopped when the device was inactivated in the emergency room. The patient also noted that they were unaware of the patient alert and "no one told them the device has an alarm". The patient noted that they are "living in fear." Additional information was obtained confirming that the patient did receive inappropriate shocks and that the right ventricular (rv) lead had elevated impedance, noise, oversensing and was fractured. It was noted that the rv lead was severed as a part of the explant procedure. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments and analyzed and proximal conductor flex fracture was found. It was noted that the superior vena cava (svc) portion of the lead had a clavicle rib crush and the right ventricular (rv) lead portion had a flex fracture. Product: 5076 implantable pacing lead(B)(6) 2006. (B)(4).